Event description:
The user facility reported that the patient was admitted for cardiogenic shock (cgs). Admission echocardiogram (echo) showed dilated right ventricular (rv) and mild rv dysfunction. Bipella support was initiated. The patient developed bleeding and hematoma from the right axillary access site. Two units of blood products were administered. Additionally, rp flex was removed due to a new onset of cgs, per surgeon unclear origin. Impella rp support was for 21 hours. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: e4, g4 the investigation of the reported failure modes has been completed. No product was returned for investigation. Major bleed/ hematoma: the root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Cardiogenic shock: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.